Event description:
Device malfunction: none. Time of symptoms/ae: during and post vessel closure. Symptoms/ae: bleeding, hematoma, pseudoaneurysm, arteriovenous fistula and dissection/occlusion. The following events were noted through a periodic article review. A study was conducted in 619 patients to evaluate the complications after peripheral vascular interventions. Overall complications included: procedure-related, access site bleeding/sequelae (during or after the procedure) and major complications. The article indicates that for the study group, a total of 161 closure devices were used. Periprocedural complications included 1 access site bleeding. Post interventional procedure complications were listed as: 12 bleeding complications (10 groin hematomas, 1 retroperitoneal hematoma and 1 unspecified major bleeding) and 28 other access-site complications (16 pseudoaneurysms, 4 arteriovenous fistula, 5 access vessel dissection/occlusion and 3 late bleeding>24 hours). The article does not provide info regarding treatment or interventions performed for the adverse outcomes and no device malfunctions were described. No correlation is made between the adverse events and the closure devices brand/manufacturer used. No additional info was provided.

Manufacturer narrative:
This report involves cases noted in the article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: md, et al; "complications after peripheral vascular interventions in octagenarians", j endovasc ther 2008; 15: 383-389.